Event description:
Ious MDR - one day post implant, when interrogating the device, an error message was received noting the pacemaker has had frequent resets. It appears this device remains actively implanted.

Manufacturer narrative:
(B)(4) 2014 - an explant date was provided to us and the device was returned for analysis. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the programmer promoted a warning message as mentioned in the complaint description. Therefore, the pacemaker's memory content was inspected. The inspection revealed, that the device switched into the safety backup mode on (B)(4) 2013 as a result of the detection of invalid memory content. After the manual correction of the invalid memory content during analysis, the device was operating as expected. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. However, the activation of the safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after a manual correction of the invalid memory areas, the ram application was operating as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction.